Manufacturer narrative:
(B)(4). Method: the complaint mask was returned and visually inspected. Results: the rt040 full face mask features a mask base, seal and headgear. The mask seal is inserted into the mask base and is secured with glue. Visual inspection of the complaint mask revealed that the seal had separated from the base under the chin. The visual inspection also revealed that the seal was glued properly with a (B)(4). A lot check revealed no other complaints of this nature for this lot number. Conclusion: the mask seal is inserted into the base and the glue is applied. According to our set procedure, the assembled mask seal is inspected to ensure it is correctly inserted and there are no unacceptable gaps between the seal and the base. Sample masks are pulled apart after 24 hours to ensure they meet or exceed the required detachment force before the assembled product can be released. The rt040 mask is subjected to post-production tests that ensure the seal on the mask can withstand a removal force greater than 100n. The detachment of the seal from the mask base is likely to have occurred post-production and may be related to the effects of transport or storage of the masks. (B)(4).

Event description:
A distributor in (B)(4) reported that the silicon seal of an rt040 full face mask "falls off".this was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mask is currently en route to fisher & paykel healthcare. We will provide a follow up report upon receipt and completion of our investigation.

Event description:
A distributor in (B)(4) reported that the silicon seal of an rt040 full face mask "falls off". This was found prior to patient use.